Event description:
The customer reported that he was experiencing high blood glucose of 575 mg/dl and suspected his insulin may have gone bad. After replacing the insulin in the insulin pump, he stated his blood glucose was remaining high. The customer treated with manual injection. His symptoms were nausea and vomiting. Troubleshooting was performed. The drive support cap appeared normal. While checking the tubing for air, a gap and a couple of air bubbles were found. The customer performed a manual prime and insulin did exit the tubing. No leaks were found. Settings and history were found to be correct. A high pressure test was performed and reportedly failed twice. The customer was advised to revert to a back-up treatment plan. Nothing further reported.